Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No keypad scrolling up noted. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated that he was trying to bolus but the insulin pump kept ramping without input. Customer's blood glucose was 116 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.